Manufacturer narrative:
(B)(6). The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, the 80 cm. Powerflexpro 7 mm. X 2 cm. Balloon catheter (bc) ruptured at two atmospheres (2 atm.) And back-flow was confirmed in the unknown indeflator used. The product was changed to another unknown bc. The procedure was finished successfully. There was no reported patient injury. The product was clinically used and it will be returned for analysis. The target lesion was the external iliac artery. The lesion was reported to be: a 99% stenosis, not calcified and moderately tortuous. An ipsilateral approach was made. A non-cordis guidewire was used to access the target lesion. Intravascular ultrasound (ivus) was checked. Additional information received indicated that there was no difficulty removing the product from the hoop. There was no reported difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The product was removed intact (in one piece) from the patient. The following information was reported to be unknown or not applicable (n/a): what contrast media are you using (brand and manufacturer); what was the contrast to saline ratio; what type and brand of inflation device was used (indeflator/syringe); was the same indeflator used successfully with other devices; was there any resistance/friction while inserting the balloon through the rotating hemostatic valve; was there any resistance/friction while inserting the balloon through the guide catheter; was there difficulty advancing the balloon catheter through the vessel; was there difficulty crossing the lesion; was the catheter ever in an acute bend; did the balloon deflate normally; if deflation was not normal: how long did it take to deflate the balloon; did not deflate at all; how was the balloon eventually deflated; did the balloon re-wrap properly; if the balloon did not deflate or re-wrap properly, how was the balloon catheter removed; did the balloon catheter kink while being used; was the balloon catheter removed easily from the patient, vessel, etc.; if the balloon catheter did not remove easily, how was it removed; was there any other product issue noted either at the account after the procedure or prior to shipping for inspection. No additional information was available.

Manufacturer narrative:
The 80 cm. Powerflex pro 7 mm. X 2 cm. Balloon catheter (bc) ruptured at two atmospheres (2 atm.) And back-flow was confirmed in the unknown indeflator used. The product was changed to another unknown bc. The procedure was finished successfully. There was no reported patient injury. The target lesion was the external iliac artery. The lesion was reported to be: a 99% stenosis, not calcified and moderately tortuous. An ipsilateral approach was made. A non-cordis guidewire was used to access the target lesion. Intravascular ultrasound (ivus) was checked. Additional information received indicated that there was no difficulty removing the product from the hoop. There was no reported difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The product was removed intact (in one piece) from the patient. The following information was reported to be unknown or not applicable (n/a): what contrast media are you using (brand and manufacturer); what was the contrast to saline ratio; what type and brand of inflation device was used (indeflator/syringe); was the same indeflator used successfully with other devices; was there any resistance/friction while inserting the balloon through the rotating hemostatic valve; was there any resistance/friction while inserting the balloon through the guide catheter; was there difficulty advancing the balloon catheter through the vessel; was there difficulty crossing the lesion; was the catheter ever in an acute bend; did the balloon deflate normally; if deflation was not normal: how long did it take to deflate the balloon; did not deflate at all; how was the balloon eventually deflated; did the balloon re-wrap properly; if the balloon did not deflate or re-wrap properly, how was the balloon catheter removed; did the balloon catheter kink while being used; was the balloon catheter removed easily from the patient, vessel, etc.; if the balloon catheter did not remove easily, how was it removed; was there any other product issue noted either at the account after the procedure or prior to shipping for inspection. No additional information was available. The product was returned for analysis. One non-sterile unit of powerflex pro 7mm x 2cm 80cm bc was returned. Per visual analysis the balloon appeared to have been inflated and deflated. Blood residues were noted in balloon. No other anomalies were noted. Per functional analysis a leak test was performed and a leakage was noted in the balloon. Per sem analysis neither the external nor the internal surfaces of the balloon near to the pinhole revealed any evidence of damage that could be related to the balloon pin hole. The distal marker band did not reveal any evidence of damage either. No other anomalies were found during the analysis. A device history record (DHR) review of lot 17376942 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ was not confirmed through analysis of the returned device; however a pin hole was found during sem analysis giving the user the impression of a burst. The exact cause of the pinhole could not be determined during analysis. Based on the information available for review, vessel characteristics (moderate tortuosity and a rate of stenosis of 99%) may have contributed to the pinhole. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.